Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the device lost power causing a loss of video.

Event description:
It was reported that during a procedure, the device lost power causing a loss of video.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed no damage to the power supply or cord. The power supply was found to have no power after connecting to a 26" vehdtv test monitor. The power supply voltage was checked with a digital multi meter, and the power supply is reading 0v dc. It is not generating the required 24v dc output. The root cause was traced to be due to a faulty power supply. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.